Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the health care professional that the patient notices the lead monitor and feels the pacing. The lead monitor was turned off. The lead remains in use. No patient complications were reported as a result of this event.